Manufacturer narrative:
Product analysis: the device was received at the medtronic investigation lab ((B)(4) for analysis. No ancillary device or images were returned with the device. The hawkone was removed from the return packaging for visual inspection. It was noted that the cutter driver was returned attached to the hawkone device. It was noted that there was a bend in the catheter torque shaft located beneath the strain relief. The distal flushing tool (dft) was returned covering the distal assembly. Observation of the distal housing through the dft found that the housing was bent in a ¿s¿ shaped curve. A blue discoloration and bulge were located in the middle of the distal housing assembly. The dft was attempted to be removed; however, the damage to the housing prevented the movement of dft. The dft was cut and removed in order to inspect the distal housing. Visual inspection of the distal housing revealed the observed bending was between approximately 0.3cm and 1.2cm distal to the cutter window. The observed bulge was located approximately 1.2cm distal to the cutter window. Inspection of the distal assembly revealed the cutter was not located within the cutter window. A fiber like substance was noted around the cutter window. Inspection of the distal housing bend revealed the inner laser drilled coils were also bent. Inspection of the bulge revealed that the techothane coating was torn and the cutter was protruding from the tear. Biological material was also noted at the location of the bulge. The observed blue discoloration was consistent with contrast. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6fr non-medtronic sheath and spider fx embolic protection device during treatment of a 15mm plaque lesion in the patient¿s mid and distal superficial femoral artery (sfa) of diameter 5-6mm. Moderate vessel calcification and not tortuosity are reported. IFU was followed. It is reported that during cleaning the nosecone became stuck in the distal flushing tool. The device was safely removed from the patient prior to the issue occurring. The cutter window was inside the housing when it was withdrawn from the patient. The device was replaced with a second hawkone to complete the procedure without further issue. No patient injury reported.